Manufacturer narrative:
Correction/removal reporting #s: 1627487-12192011-003-r and 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt's ipg (implantable pulse generator) which was charged about a week ago, could not be located by the external devices. No further info was available at the time of this report.